Event description:
Pump replacement surgery was scheduled since the pump reached eri (end replacement indicator). During surgery, the system was evaluated using x-ray. The surgeon could not visualize the catheter tip. The surgeon instilled dye through the cap (catheter access port) and it appeared the catheter had come out of the it (intrathecal) space and was in the subcutaneous space. It was decided to replace the entire system. The entire catheter was not removed as the surgeon could not locate part of it. A new pump and catheter were placed. The pump drug dose was decreased to minimum rate and the pt was admitted to the hospital postoperatively for drug titration and observation. Pt outcome was not reported. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).